Manufacturer narrative:
It is judged that no further corrective action for the system is needed because the cause is user error. The manual 2b308-309en states the following: warning: special care must be taken to prevent interference between persons in the examination room and the units used in combination. If interference occurs, the concerned person may be injured. Special care must also be taken to prevent interference between units used in combination. If interference occurs, the concerned units may be damaged and, in addition, persons near the units may be injured. Take special care to prevent the support unit and the catheterization table from interfering with peripheral units or devices such as contrast medium injectors, monitors, and monitor suspension units. In particular, the lower section of the tabletop of the catheterization table is obstructed from view and therefore great care is required.

Event description:
On (B)(6) 2026, at a (B)(6) hospital during an examination the doctor tried to move around while avoiding a large monitor which was on the ceiling suspension stand. However, he stood up before he could completely avoid the monitor, causing the top of the doctor's head to collide with the corner of the monitor. This resulted in a laceration on the top right side of the doctor's head, that required stitches.